Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the inspection, the screen displayed 'technical event: 231008' and an alarm sounded, so hospital staff asked local staff to repair this c1. No patient involvement.